Event description:
The caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no reported impact to the customer's blood glucose level. A momentary power loss to the vibrator motor was identified as the cause of the error, which was resettable. Customer technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any further issues arose.